Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the bhr head and cup were removed. As of today, device return has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. It should be noted that bhr is contraindicated in patients with multiple cysts of the femoral head and/or inadequate bone stock to support the device. The patient¿s bone quality and cystic changes of the femoral head cannot be ruled out as contributing factors to the osteonecrosis and femoral loosening noted intraoperatively. Although the metal staining and gross loosening of the femoral implant as well as the pathological report of chronic inflammation, foreign body giant cell reaction, aggregates of foamy histiocytes, and occasional neutrophils are findings consistent with adverse local tissue reaction and synovitis, the root cause cannot be confirmed. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain and other complications.